Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact believes the required amount of insulin for loading a cartridge is too high based on the amount of insulin the customer uses. Reportedly, the customer ran out of insulin as a result and was hospitalized for elevated blood glucose (bg) level and ketones. The customer stopped using the pump prior to going to the hospital and used manual injections in an attempt to address bg level. While in the hospital the customer received insulin and fluids. The customer was released one day after being admitted.